Event description:
The user was sleeping and when she woke up she could not hear anymore. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. When the user woke up after sleeping, she could no longer hear. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In addition, a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. However, to determine an exact root cause device investigation would be necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
The user was sleeping and when she woke up she could not hear anymore. Re-implantation is planned.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In addition, a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
When the user woke up after sleeping, she could no longer hear anymore. The user has been re-implanted.